Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l52354, implanted: (B)(6) 1998, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the pump was replaced approximately 10 years ago for a faulty battery, a low reservoir alarm occurred and the patient had noticed an increase in spasticity a couple days before. It was noted that when the issue occurred previously before, the patient was traveling and got lucky and found an alternate healthcare provider (hcp), ¿stating it had been a faulty battery situation¿. Regarding the faulty battery situation, the battery was supposed to last 5 years but ended in 4 years. The pump was being used to deliver intrathecal baclofen therapy.

Event description:
It was reported the patient¿s first pump was replaced ¿a little earlier than expected¿. The patient had thought it was supposed to last five years and it was reported after four and a half years. It was noted his first pump had been beeping/alarming. The patient was not sure if the battery depletion of the first pump was normal. The type of medication being delivered at the time of the event was not specified, however as of the report date the patient¿s third device delivered baclofen. Additional information has been requested, but was not available as of the date of this report.